Event description:
Philips MRI 1.5t achieva scanner was utilized on pt for scan of lower extremities. During the scan the pt expressed feeling heat or burning feeling of his left upper medial thigh. Upon technician assessment no burn was assessed. After completion of the scan, the pt indicated to the technician, the pt now had 2 burns. The technician reassessed the pt and confirmed the presence of the 2 quarter sized burns. The pt was treated for second degree burns in the ed of our facility. The MRI coil was taken out of service and our biomed staff notified philips. The coil is an invivo sense xl torso coil. Our risk management took pictures of the coil and we plan to provide the coil back to philips for failure mode testing. Diagnosis or reason for use: appliance is necessary to create image on MRI scan. Event abated after use stopped or dose reduced: yes.